Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the handset was lagging at 90 percent for almost 20 minutes. The patient noted that it was taking 10 minutes and then 15 minutes a couple months later before. The patient noted that they had a pump adjustment done yesterday. The agent reviewed the data and assisted the patient through deleting the data. The patient was able to connect to the pump without any lag. The patient will call back if further assistance is needed. When asked for the event date, caller stated that they felt like the handset came that way and then it had just gotten slower.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown: product type software product ID hh9020tdd. Serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.